Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that mobile view station (mvs) power cord and fuses were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that, the imaging system was not booting up. There was no patient present at the time of the issue.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.